Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced blank display. The customer's blood glucose value was unknown. The mother stated that her daughter's pump shut down and will not turn back on. The customer changed the battery and the display did not return. The product was not returned for analysis.